Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shut down during operation on several occasions. The maintenance light blinked, and occlusion stayed on. The motor stopped, and an alarm sounded. It may work for a while after restart, but the issue occurred multiple time. The hose and coupling were properly attached. There was patient involvement, but no injury.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in used condition. A review of the event history log found a "distal error." During the functional testing, a 12 hour long term test was performed. The device was often switched on and off and the temperature was changed but no problem was found. The cause of the customer reported issue was unable to be found. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.